Event description:
Patient placed on ECMO support without incident. Approximately 15 minutes into support, the arterial blood supply line looked desaturated. The fi02 was increased from 50% to 100%. The arterial line tubing was examined under direct light (flashlight) and an arterial blood supply line gas was taken. All troubleshooting proved to be unsuccessful. We terminated support, which took place at 1613 hours. Shortly thereafter, the circuit gas confirmed the oxygenator failed to oxygenate the blood.